Event description:
It was reported that the patient presented to the hospital with drainage at the device pocket due to infection. The physician confirmed there was no evidence of secondary infection and the patient's incision has healed. The patient was informed to complete the antibiotic that was prescribed post implant procedure. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.